Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When my coworker, (B)(6), and I walked into the core yesterday morning, we were notified that two of our mountaineer polyaxial drivers (ref# (B)(4) lot#1 = mi42349 lot#2 = mi36558) need to be replaced. In all of the procedures that we have covered the past couple of weeks, our team has had no issues we are aware of with drivers. There has been no patient harm to our knowledge of any sort, and the procedures we have seen have all been completed successfully without complication. We asked a number of scrub techs and they had no new information. We need replacement drivers as soon as possible, as these sets are used very frequently here at (B)(6). Thank you. On (B)(6) 2015 ms: followed up with the sales rep "the damage was noted on the morning of (B)(6) 2015. We are unsure exactly when the instruments broke. Mi36558 has a twisted tip. Mi42349 has a broken tip.

Manufacturer narrative:
Visual examination of the returned driver found the tip broken and was subsequently submitted for fracture analysis. Fracture analysis suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the driver tip breaking cannot be determined from the samples and information provided. The results from fracture analysis have determined that a probable root cause for the driver tip breakage is quasi-static torsional shear failure during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.